Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The inside of the contra-angle is dirty. The defect was caused by a lack of maintenance / cleaning.

Event description:
In this event it was reported that a x-smart iq contra angle won't hold files; no injury resulted.